Event description:
During an unknown procedure, on the 4th reload not all staples fired, leaving a gap and an air leak. The case was completed by using another device with the same product code. There was no patient consequence.